Event description:
Additional information received indicating the physician does not consider the performance of the device to have caused or contributed to the noise resulting in oversensing and oversensing of myopotentials. The device was reprogrammed to resolve the event. Later, the device explanted and replaced as part of an elective upgrade during an unrelated procedure. The patient was in stable condition.

Event description:
Additional information was received that the device was explanted and replaced to resolve this event.

Event description:
During a remote follow up, noise resulting in oversensing, oversensing of myopotentials, and under-sensing were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable and will continue to be monitored.